Event description:
Unomedical reference number (B)(4). Event occurred in spain, on (B)(6) 2024 it was reported that the ten infusion set cannula was kinked and infusion set is use for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380- 2024 - 14300 - device 9 of 10.